Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged that the bed is not sending a nurse call when the pt position module alarms at the bed. There were no reported injuries.